Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 54 mg/dl. Customer¿s current blood glucose was 75 mg/dl. Customer was treated with food. Customer declined troubleshoot for low blood glucose. Customer stated that they received calibration error and sensor error. Insulin pump will not be returned for analysis.